Event description:
A malfunction involving the pump was reported, with the malfunction code malf 16 displaying on the device. It was unclear if the event impacted the customer's blood glucose level as they declined to answer. Technical support assisted the customer with resetting the pump, but the malfunction code recurred. Consequently, technical support arranged for a replacement pump and instructed the customer to switch to multiple daily injections as a backup therapy. The customer was guided on returning the faulty pump and acknowledged the instructions.